Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic colon procedure, the suture was tied on a vessel, as the doctor closed patient up, it was noticed that there was excessive blood coming out of drains because the device¿s stitch untied. Medical or surgical intervention was needed to prevent a permanent impairment of a function. Case was completed but the doctor had to re-open patient due to excessive bleeding. There was no patient injury.